Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Follow up with coroner revealed the patient had been with his father in a remote area when patient's heartrate increased to over 400 beats per minute and he became unconscious quickly. The patient had a defibrillator implanted, but had chosen to have the defib option turned off so, he could continue working as a welder. Patient didn't think a fast heart rate would be problem for him. The coroner reported the cause of death to be "tachycardic fibrillation" or "extreme tachycardia" and the device was working fine. The clinic reported the patient had been pacemaker dependent and that at the last device check, device checked out fine.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Follow up with coroner revealed the patient had been with his father in a remote area when his heartrate increased to over 400 beats per minute and he became unconscious quickly. The patient had a defibrillator implanted, but had chosen to have the defib option turned off so, he could continue working as a welder. Patient didn't think a fast heart rate would be problem for him. The coroner reported the cause of death to be "tachycardic fibrillation" or "extreme tachycardia" and the device was working fine. The clinic reported the patient had been pacemaker dependent and that at the last device check, device checked out fine. No autopsy was performed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Correction to evaluation summary for (B)(4). Evaluation summary (B)(4) no anomalies found, proximal conductor blood/body fluid (not obstructed), outer insulation cosmetic esc. Proximal segment returned and analyzed.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation separation, proximal conductor blood/body fluid (not obstructed). Proximal segmentreturned and analyzed.